Manufacturer narrative:
(B)(4). E1 initial reporter state - (B)(6).

Event description:
It was reported that the sensor deployed on its own. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. No injury or medical intervention was reported.